Event description:
It was reported by the rep the device was used during a left radical nephrectomy. It was reported two mcl20 devices would not clip during case. Two add'l appliers were pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 10/26/1998. Device-b: h6: the applier was rec'd with the body bowed and with the cartridge cover separated from the body. The clip track was out of position, which caused the pusher to not be in contact with the clips, causing a loss in stack pressure and no clip staging. Ligaclip multiple clip applier: based upon inquiry info rec'd and the visual examination; a) it was concluded that the reported incident may have been caused by the misassembly of the instrument. The applier was rec'd with a misassembled cartridge assembly. No functional testing could be performed due ot th misassembled cartridge assembly, which was due to an assembly error. B) it was concluded that the reported incident during surgery may have been caused by the cartridge cover separating from the applier body. The applier was rec'd with the body bowed and with the cartridge cover separated from the body. The clip track was out of position, which caused the pusher to not be in contact with the clips, causing a loss in stack pressure and no clip staging. No functional testing could be performed due to applier's physical condition and no conclusion could be reached on how this damage had occurred. The appropriate engineering and mfg personnel have been notified of this incident. The applier body may become bowed if pressure is applied to the front of the shaft assembly and a torquing motion is applied to the handles, which may cause the body assembly to bow or flex open and internal and external components to become disengaged or mispositioned.